Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a parent reported that the patient¿s blood glucose level increased to approximately 300 mg/dl while wearing a pod on the leg for between 5 and 24 hours. At the time of the event, the patient was reportedly ill, and the elevated blood glucose levels were noted while the system was operating in automatic mode. The parent reported that the last bolus prior to the elevated blood glucose was 0.75 units. On the same day, medical attention was sought, and the patient presented to an emergency department, where the patient remained for approximately one hour. The parent reported no symptoms at presentation, and the diagnosis was recorded as sickness. The patient received 2 units of insulin via pen (novorapid) and reportedly felt better following treatment. The pod was removed during the hospital visit. Following pod removal, the parent initially reported that the cannula appeared broken. Subsequent follow-up on (B)(6) 2026 clarified that the cannula was not broken but bent. The parent also reported that blood glucose levels were monitored using a continuous glucose monitor, with an elevated value of approximately 300 mg/dl. Additional follow-up on 14 april 2026 indicated that the illness was attributed to influenza and was not believed to be related to either the pod or the insulin.